Manufacturer narrative:
The pt remains ongoing on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had recently been admitted to the hospital with decreasing flows. The pt was placed on dobutamine and it was observed that the av was opening and closing with every heart beat. A transesophageal echocardiogram (tee) was performed and no thrombus on inflow was observed. The MFR's rep spoke with the vad coordinator and recommended that the system controller be exchanged and data files be provided to review to rule out any issues with the system controller. It was later reported by the vad coordinator that the pt had been stabilized and discharged home.